Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. A lot history record review was completed for lot numbers 25141161, 25140896, and 25140783, the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use was observed. There was evidence of blood detected. A visual inspection was conducted. Small amounts of tissue and charred blood were observed on the jaws, and heater wire. The heater wire was observed to be flexed away at the center of the hot jaw. The wire remained attached at the base and tip of the hot jaw. No other failures were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the results of the evaluation, the reported failure ¿intermittent continuity¿ is not confirmed, however the analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. During a long cautery, the fuse cutoff kicked in. Afterward, power kept cutting out. They were able to complete procedure but wanted to send device back to see if we could tell what happened. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. During a long cautery, the fuse cutoff kicked in. Afterward, power kept cutting out. They were able to complete procedure but wanted to send device back to see if we could tell what happened. The hospital did not report any patient effects.